Event description:
Pt noted to have continued high pain rating even after increasing the basal rate of the morphine infusion per pca pump. Pump noted to be continuously recording infusion amounts but per observation no infusion was occurring. A second pca pump obtained and switched over to pt with satisfactory pain control.